Event description:
It was reported that the patient experienced inadequate pain relief and had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was recovering well postoperatively. The explanted ipg was not returned due to facility policy.